Manufacturer narrative:
D9 - date returned to mfg: 8-sep-2025 h3: one used sample was returned for analysis. All returned sets to ICU for investigation were used and had the lock nut either completely cracked and removed from the trifurcated adapter or exhibited significant lateral cracking along the molded component. Investigation identified that the customer was utilizing antiseptic device swabs containing chlorhexidine gluconate (3.15%) and isopropyl alcohol (70%). Testing conducted under ambient laboratory conditions has demonstrated that these swabs require approximately two and a half minutes to fully dry. Additionally, it was observed that a slightly sticky residue remains after the drying process is complete. The combination of the two component surfaces still being wet when connected (as the customer is using a 10-second dry time based on previous investigations) and the chlorhexidine gluconate residue has been found to bond the two surfaces together during functional testing. Furthermore, it has been determined that using 70% alcohol swabs alone and not allowing the surface to completely dry can cause components to adhere to each other. This suggests that the problem is likely to occur during the use of the product, rather than being a manufacturing defect present in the unopened sets. The recurring nature of these complaints from the same customer. The end user customer will be advised to refrain from applying isopropyl alcohol to the lock nuts as this consistently leads to cracking. The manufacturer is to confirm if this issue is not the result of user error. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cracked bifurcation of extension set caused leakage of fluids and blood to come back up PICC line causing it to block and be removed. Sample device received from the customer, and it shows some blood and white residual fluid was present in the line. On the male luer of the extension, it was connected to a standalone maxzero. Visual inspection of the returned sample confirmed that the male luer was cracked and the female luer adaptor of the connecting maxzero was also cracked. There was patient involvement and no patient harm reported.